Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while firing, the device pins were slowly fired even when the tissue fit the pin size, and eventually the device stopped. There was no patient injury.